Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-sep-2023. The most recent information was received on 10-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of spinal pain ("dorsal pain (vertebrae l4-l5)") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. In 2011, she experienced spinal pain (seriousness criterion medically important), cognitive disorder ("cognitive disorders"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), a first episode of myalgia ("muscle pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), otitis externa ("ear canal infection"), oropharyngeal discomfort ("discomfort in the throat"), temperature intolerance ("severe cold intolerance"), feeling cold ("sensation of coldness"), vaginal disorder ("vaginal disorders"), premature menopause ("early menopause"), breast swelling ("swollen breast"), breast discomfort ("tense breast"), cardiovascular disorder ("poor blood circulation (hands and feet are cold and whitecoloured)"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling / bloatting"), flatulence ("severe and excessive flatulence"), constipation ("constipation"), memory impairment ("memory disorder"), disturbance in attention ("difficulty concentrating on simple tasks"), hyperhidrosis ("excessive perspiration"), paraesthesia ("paraesthesia (tingling of limbs)"), tooth fracture ("teeth broken"), limb discomfort ("sensation of heavy legs"), alopecia ("severe and abnormal hair loss"), dry skin ("dry skin"), pruritus ("itching"), arthralgia ("joint pain"), tendon pain ("achilles¿ tendon"), a second episode of myalgia ("muscle pain"), neck pain ("cervical pain"), stress ("stress") and illness ("illness") and was found to have weight increased ("weight gain"). An unknown time later she experienced ligament pain ("chronic or occasional pain in tendons (achilles¿ tendon) and ligaments (arms, pelvis, hips, sacrum, coccyx)"). At the time of the report, the fatigue had not resolved. The outcomes for spinal pain, cognitive disorder, sleep disorder, renal pain, weight increased, vitamin b12 deficiency, vitamin d deficiency, otitis externa, oropharyngeal discomfort, temperature intolerance, feeling cold, vaginal disorder, premature menopause, breast swelling, breast discomfort, cardiovascular disorder, abdominal pain upper, abdominal distension, flatulence, constipation, memory impairment, disturbance in attention, hyperhidrosis, paraesthesia, tooth fracture, limb discomfort, alopecia, dry skin, pruritus, arthralgia, tendon pain, neck pain, stress, illness and the last episode of myalgia were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, sleep disorder, renal pain, weight increased, the first episode of myalgia, vitamin b12 deficiency, vitamin d deficiency, otitis externa, oropharyngeal discomfort, temperature intolerance, feeling cold, vaginal disorder, premature menopause, breast swelling, breast discomfort, cardiovascular disorder, abdominal pain upper, abdominal distension, flatulence, constipation, memory impairment, disturbance in attention, hyperhidrosis, paraesthesia, tooth fracture, limb discomfort, alopecia, dry skin, pruritus, arthralgia, tendon pain, ligament pain, the second episode of myalgia, neck pain, spinal pain, stress or illness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("dorsal pain (vertebrae l4-l5)") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. In 2011 she experienced back pain (seriousness criterion medically important), cognitive disorder ("cognitive disorders"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), a first episode of myalgia ("muscle pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), otitis externa ("ear canal infection"), oropharyngeal discomfort ("discomfort in the throat"), temperature intolerance ("severe cold intolerance"), feeling cold ("sensation of coldness"), vaginal disorder ("vaginal disorders"), premature menopause ("early menopause"), breast swelling ("swollen breast"), breast discomfort ("tense breast"), cardiovascular disorder ("poor blood circulation (hands and feet are cold and whitecoloured)"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling / bloatting"), flatulence ("severe and excessive flatulence"), constipation ("constipation"), memory impairment ("memory disorder"), disturbance in attention ("difficulty concentrating on simple tasks"), hyperhidrosis ("excessive perspiration"), paraesthesia ("paraesthesia (tingling of limbs)"), tooth fracture ("teeth broken"), limb discomfort ("sensation of heavy legs"), alopecia ("severe and abnormal hair loss"), dry skin ("dry skin"), pruritus ("itching"), arthralgia ("joint pain"), tendon pain ("achilles¿ tendon"), a second episode of myalgia ("muscle pain"), neck pain ("cervical pain"), stress ("stress") and illness ("illness") and was found to have weight increased ("weight gain"). An unknown time later she experienced ligament pain ("chronic or occasional pain in tendons (achilles¿ tendon) and ligaments (arms, pelvis, hips, sacrum, coccyx)"). At the time of the report, the fatigue had not resolved. The outcomes for back pain, cognitive disorder, sleep disorder, renal pain, weight increased, vitamin b12 deficiency, vitamin d deficiency, otitis externa, oropharyngeal discomfort, temperature intolerance, feeling cold, vaginal disorder, premature menopause, breast swelling, breast discomfort, cardiovascular disorder, abdominal pain upper, abdominal distension, flatulence, constipation, memory impairment, disturbance in attention, hyperhidrosis, paraesthesia, tooth fracture, limb discomfort, alopecia, dry skin, pruritus, arthralgia, tendon pain, neck pain, stress, illness and the last episode of myalgia were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, sleep disorder, renal pain, weight increased, the first episode of myalgia, vitamin b12 deficiency, vitamin d deficiency, otitis externa, oropharyngeal discomfort, temperature intolerance, feeling cold, vaginal disorder, premature menopause, breast swelling, breast discomfort, cardiovascular disorder, abdominal pain upper, abdominal distension, flatulence, constipation, memory impairment, disturbance in attention, hyperhidrosis, paraesthesia, tooth fracture, limb discomfort, alopecia, dry skin, pruritus, arthralgia, tendon pain, ligament pain, the second episode of myalgia, neck pain, back pain, stress or illness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.